Manufacturer narrative:
The customer reported that gz is dropping off randomly. The patients have been switched to bsm-1700 transport till issue is resolved. There was no patient injury reported. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available.

Event description:
The customer reported that the gz monitor is dropping off randomly. There was no patient injury reported.